Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment/damage. Device issue: resistance. It was reported that an attempt was made to deliver the rx vision stent delivery system (sds) directly to a lesion with 99% stenosis; however, it would not cross the lesion. A voyager balloon catheter was then used to pre-dilate the lesion and the same vision sds was then delivered and deployed; however, a dissection was noted at the distal end of the stent implant. Another vision stent was used to cover the dissection and the procedure was completed. No add'l event or pt information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information and concluded that the resistance felt during the first effort to cross the lesion appears to be related to the attempt to directly stent the lesion without pre-dilatation. It should be noted that per the instructions for use (IFU), it instructs the user to "pre-dilate lesion with a ptca catheter." Dissection, as listed in the IFU is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. There does not appear to be any indications of a stent delivery system quality problem.